Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and anomalous high voltage capacitors were found to be the cause of the reported extended charge time.

Event description:
It was reported that the patient received an alert for charge timeout limit was reached. Capacitor maintenance check was performed and the charge time limit was confirmed. The physician elected to explant and replace the device. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).